Event description:
It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was seen at the cannula. This led to high blood glucose levels for three to four hours and the patient managed with pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.